Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: multiple battery compartment cracks observed. Moisture contamination observed on underside of battery cap. Reference (B)(4) for moisture write up. Pump powers with returned battery cap. Battery cap is unable to fully tighten but tighten enough to allow for testing. A power loss was not observed. The pump was exercised with test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed, no evidence of additional moisture contamination inside pump. Black box shows no unexplainable por events. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.